Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020 .

Event description:
The customer reported an alarm led (light emitting diode) failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.